Manufacturer narrative:
Product analysis: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing/no rv (right ventricular) sensing. Also, the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range, and there was a r-wave amplitude measurement issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: c3tr01, serial# (B)(4), implanted: (B)(6) 2015; product ID: 4968-25, serial# (B)(4).

Event description:
It was reported that right ventricular (rv) lead undersensing with asynchronous pacing was observed. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.